Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 25 alarm found on (B)(6) 2021. The pump passed the displacement test and active current test. Pump was received with high sleep current and pump error 75 alarm during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed pump error 25 alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out internal battery, pcba 1 and pcba 2 one by one and could find the root cause, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Pump error 25/75 alarm and high sleep current were confirmed. Unable to determine the root cause, problem isolated to electronic assembly.